Event description:
Report received of an inability to deliver medication through the clave ports. The anesthetist attempted to inject pentothal into one of the clave ports to induce anesthesia in preparation for an urgent c-section. Reportedly he attempted to inject through both the clave ports on the extension set and was unsuccessful, so he added a reseal adapter to one of the clave ports and was able to inject the drug successfully. There was a delay of less than two minutes in drug delivery due to the issue. There were no adverse pt or baby sequelae. The customer reported that there have been an unspecified number of similar previous events involving elective cases in the or and there have been no adverse events or delays in critical therapy. Though requestd, no additional info was provided.